Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod5 coils. During the procedure, the physician advanced another manufacturer's microcatheter into the target vessel and then inserted a coiling support catheter in the inferior gluteal artery. While advancing a pod5 coil through the microcatheter, the physician experienced resistance and subsequently, the pod5 coil became stuck around the tip of the microcatheter and was unable to advance out of the microcatheter. The physician then attempted to retract the pod5 coil by pulling back on the pod5 coil pusher assembly but was unsuccessful and subsequently, the coil unintentionally detached within the microcatheter. The physician used the pusher assembly to try to push the coil into the target vessel but the coil would not advance anymore. Therefore, the microcatheter containing the detached pod5 coil was removed and the procedure was completed using another manufacturer's coils and a new support microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod5 pusher assembly, the pusher assembly was fractured approximately 5.0 cm from the proximal end; the pusher assembly was kinked in multiple locations; the pull wire was retracted out of the distal detachment tip (ddt), and the embolization coil was detached. Conclusion: evaluation of the returned devices revealed that the pod5 pusher assembly was fractured and the pull wire was completely retracted out of the distal detachment tip (ddt). This type of damage typically occurs due to improper handling during use. If excessive force is applied to the proximal end of the pusher assembly, it may become fractured. If the fractured section is retracted, the pull wire will withdraw from the ddt, and the embolization coil will likely detach from the pusher assembly. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage may have occurred while attempting to advance the device against resistance or packaging the device for return. Further evaluation revealed that the non-penumbra device was kinked and ovalized at the distal tip. The observed damage along the shaft likely contributed to the resistance that was experienced during advancement and caused the coil to get stuck around the distal tip. Evaluation of the handle revealed that it was functional. The handle was tested by detaching a demonstration penumbra coil. Therefore, the handle was functional. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.